Event description:
It was reported that the surgeon inserted a competitor's lens and the trailing haptic was overrode and torn by the foam tip plunger upon insertion. The patient's capsule was torn and vitreous was loss. The incision was enlarged to removed the lens and a vitrectomy was performed. Sutures were required to close the wound. This is one of two incidents with this patient. See MFR report # 2023826-2007-02196.

Manufacturer narrative:
Evaluation: results: a lot order search was performed on both the injector and cartridge and there was one (1) similar complaints found.